Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio hazard bag. Upon return, a non-teleflex teflon sheath was noted on the iabc out-ER lumen. The one-way valve was tethered to the short driveline tubing. The short driveline tubing was noted clamped off with a pair of forceps. The supplied 40cc inflation driveline tubing was noted connected to the short driveline tubing; liquid blood was noted within the inflation driveline tubing. The bladder was fully unwrapped. Dried blood was noted on the exterior surfaces of the returned sample. Dried/liquid blood was noted within the helium pathway. The fos (sc) con-nector was examined. The fos white connector was properly seated in the blue clamshell hous-ing. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The bladder thickness was measured at six points with measurements ranging from 0.0059in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos sc connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accord ance with testing meth-ods from manufacturing procedure. A leak was immediately detected from the bladder mem-brane. Under microscopic inspection, abrasions were observed from approximately 12.9cm to 15cm from the iabc distal tip; a full thickness abrasion to the bladder was confirmed at approx-imately 14.2cm from the iabc distal tip and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for "iab rupture" is confirmed. During investigation, the intra-aortic bal-loon catheter (iabc) bladder was f ound with a full thickness abrasion. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. The damaged bladder allowed blood to enter the helium pathway. No other leaks were detected dur-ing functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "iab rupture". Additional information states that the iab catheter was removed. No additional infomation about this event is available from the customer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iab rupture". Additional information states that the iab catheter was removed. No additional infomation about this event is available from the customer.